Manufacturer narrative:
Results: the neuron select 5f select catheter (5f select) was fractured approximately 123.0 cm from the hub. There was no visible yielding of the catheter shaft materials proximal or distal to the fracture. The distal segment of the 5f select was kinked near its distal tip. The 5f select was fractured and therefore, could not be tested for torquing or positioning within a system. Conclusions: evaluation of the returned device revealed that the 5f select was fractured. This damage may have occurred due to forceful manipulation and torquing of the 5f select during navigation of patient anatomy. There was no visible yielding of the catheter shaft materials proximal or distal to the fracture. Further evaluation revealed that the distal segment of the 5f select was kinked near the distal tip. This damage may have occurred due to forceful manipulation during navigation. The snare device used to retrieve the fractured segment from patient anatomy may have also contributed to this damage. The neuron max mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure to place a stent in the carotid artery using a neuron select 5f select catheter (5f select). During the procedure, the physician did not mention any resistance while using the 5f select; however, while torquing the 5f select to conform to the aortic arch, the physician noticed that the distal tip of the 5f select came off in the patient¿s body. Therefore, the physician used a snare device to remove the detached tip after hours of trying. The carotid stent was then successfully placed and the procedure was completed. There was no report of an adverse effect to the patient.